Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm fg maverick balloon catheter was advanced for dilation. However, during procedure, the balloon burst. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick balloon catheter. The balloon was loosely folded with blood in the balloon and shaft, contrast in the shaft. The device was soaked in a warm waterbath for 6 days. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon catheter located 16mm from the tip, and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect. The reported rupture was confirmed.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 15mm fg maverick balloon catheter was advanced for dilation. However, during procedure, the balloon burst. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.